Event description:
A gore viabahn endoprosthesis was used for the treatment of a venous outflow stenosis. During deployment of the device, the deployment line hung up after half of the device deployed. As the physician pulled back on the catheter in an attempt capture the partially deployed device into the sheath, the device started to deploy. Device deployment was completed; however, the device was deployed inside and existing dialysis loop graft. The physician decided to leave the device at the unattended site location and deployed another device to treat the outflow stenosis. The pt did not experience any adverse consequences.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Since the delivery catheter was not returned, direct analysis of the catheter and deployment line were not possible. Attempts to acquire info required for this form were made by w.l. Gore and associates.